Manufacturer narrative:
Aso has evaluated returned samples as well as retained samples of the same lot number. Results of tests are acceptable. In addition, aso reviewed records of biocompatibility tests.

Event description:
Consumer reported that device ripped off her skin on upper thigh.